Event description:
It was reported that during physical therapy/occupational therapy, the patients nurse noticed a rattling noise from the pedimag motor. Code was activated. Multiple attempts were made to adjust the pump in the motor housing. This was unsuccessful. The pump was switched to the backup motor and console. The motor and console were removed from service and sent to the biomedical engineer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console was returned for evaluation due to the reported event of the centrimag motor producing a rattling noise. The cause of the event was isolated to an issue with the centrimag motor and has been addressed via the motor¿s investigation. The returned centrimag console (serial number (B)(6) was functionally tested at the service depot and was found to perform as intended. The serviced and tested console was returned to the customer site after passing all tests per procedure, and the root cause of the reported event was not correlated to an issue with the centrimag console. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative info h10 - related report numbers no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on (B)(6) 2024 that an extracorporeal membrane oxygenation (ECMO) code was activated for extra staffing support whenever ventricular assist devices (vads) fail as part of the hospital's emergency response. The patient experienced hemolysis occurred that had since resolved. There were no alarms associated with the event. The noise resolved with motor and console exchange. The products were returned for evaluation. The patient remained stable and was continuing on vad support until heart transplant.